Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient was revised for catastrophic trunnion wear of his left accolade hip stem. The stem and liner were explanted. The tritanium shell was retained. A new liner was placed. A competitive femoral stem was implanted.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed through the medical review. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a medical review was performed and concluded: "cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micro motion between stem taper and femoral head leading to catastrophic taper damage as final effect with disassociation of the femoral head from the taper requiring revision." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the root cause of the event was determined to be related to cup malposition. A clinical review did not indicate any evidence of a device related issue. No further investigation for this event is possible at this time. If devices and / or additional information such as adequate clinical or radiological information become available, this investigation will be reopened.

Event description:
Patient was revised for catastrophic trunnion wear of his left accolade hip stem. The stem and liner were explanted. The tritanium shell was retained. A new liner was placed. A competitive femoral stem was implanted.